Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned with the helix extended. Visual inspection noted dried blood and body fluid in the helix housing and neck region. An x-ray was taken which showed a cathode coil fracture at the distal end of the terminal pin.

Event description:
Boston scientific received information that during the implant procedure when the right ventricular (rv) lead was placed into the patient's body there was a lot of positional noise on the pacing system analyzer (psa) and the impedance measurement was greater than 3000 ohms. Once the helix was extended sensing was good at 20 millivolts (mv), however it quickly decreased to between 4 to 5 mv and oversensing of noise and high threshold measurements were seen. When the physician attempted to retract the helix, the retraction tool spun and the helix would not retract. The rv lead was attempted and not implanted. A new lead was successfully implanted. No adverse patient effects were reported.